Manufacturer narrative:
Product analysis: visual and optical inspection revealed the balloon has been cut. The cut runs perpendicular to the shaft of the ibt. The morphology, location and timing of the balloon rupture is consistent with in-vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of fracture: compression fracture it was reported that the patient underwent balloon kyphoplasty due to adjacent vertebral fracture. Intra-op, the balloon ruptured during inflation. The pressure during rupture was about 160 psi. After that, the balloon that was on the contralateral side was reinserted and inflated. The contrast media inside the vertebral body was removed from the patient body by suction, and it was confirmed by the image there was no contrast media inside the vertebral body. Then, cement was filled and the operation was completed. The patient was not allergic to contrast media and no patient complications were reported.